Manufacturer narrative:
A supplemental MDR is being submitted due to completed engineering evaluation. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided and revealed the valve with a bent strut at the outflow side of the valve exiting the sheath tip. The complaint for frame damage was confirmed based on evaluation of the provided imagery. The training manual advises that "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". In this case, the provided information indicated presence of calcification in patient's access vessels. Calcification can reduce the vessel diameter and may increase restriction and/or friction. Furthermore, any additional device manipulation used (especially if compounded with the present calcification) could force a negative interaction between the crimped valve and the sheath shaft and/or liner during thv insertion, and/or calcium nodules once the thv exited the sheath, resulting in the bent strut at the valve outflow side. As such, available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in france, a transcatheter valve replacement procedure was performed to implant a 29 mm sapien 3 valve in the mitral position by transfemoral vein approach within a previous surgical valve. During the procedure, no resistance was felt during insertion of the commander delivery system into the esheath plus (esp) and the valve exited the tip of the esp. The valve did exit the side of the damaged esp. Frame damage was observed, and the commander delivery system and esp were withdrawn as a single unit and no attempt was made to implant the valve to protect the atrial septum due to transeptal approach. The esp was found to be totally torn with liner damage, with bent struts noted to have caused the esp damage. The reporter attributed the event to calcification or a problem of loader insertion. A new esp, a new commander delivery system, and a new valve were used. No injuries occurred.